Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 10-sep-2019 from the healthcare professional who reported that the cause for the pump going empty on (B)(6) 2019 was "missed refill/refill scheduling issue". No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to gear/pinion¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer¿s device registration system indicates that the pump was replaced on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 03-sep-2019 from a healthcare professional who reported that on (B)(6) 2019 the pump was programmed to minimum rate and on (B)(6) 2019 arrangements were made to have the pump replaced. The pump was currently implanted; however, the plan was to replace the pump on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (10 mg/ml at 3.553 mg/day) and bupivacaine (30 mg/ml at calculated amount of 10.65 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. On 30-aug-2019 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI and there was no emi (electromagnetic interference) or magnetic interaction. The motor stall was active. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via pump logs which indicated that the pump motor stalled on (B)(6) 2019 at 1:30 pm and a stopped pump duration exceeded 48 hours message logged on (B)(6) 2019 at 1:30 pm. Review of the logs also indicated that the empty reservoir alarm occurred on (B)(6) 2019 at 12:38 am. No further complications have been reported as a result of this event.